Manufacturer narrative:
The returned device was evaluated, and customer allegation was confirmed. The r-unit (circuit board) was broken and therefore stripes in the image occurred. Additionally, it was noted that the fiber bonding in the outer tube area (distal end) was damaged, and protector of the video cable was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device. This report represents the same event as the one that was already reported in 9610773-2024-30070. While g3 is on 3/21/2024, this report is not late since it was already submitted on 04/18/2024. The b4 date of 04/18/2024 represented the date that all 3 acknowledgments were received for the initial submission. During the submission of the follow up report, the file failed at ack3 and it noted that the initial was not received. A ticket was raised (B)(4) and as a result of that investigation, we were informed that the 9610773-2024-30070 submission was received and subsequently re-directed to another database due to accidental population of product code "rgv" in d2b of the initial submission. Therefore, this report is being submitted for the same event but with the correct product code.

Event description:
It was reported the subject device had a vision defect. No patient involvement reported.